Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Lead model 3778-45, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, lead model 3778-45, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, programmer model 37743, serial # (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect with having to adjust the settings higher and higher in order to receive pain relief. The patient noted that security devices had been installed at the workplace and she felt they may be interfering with the implantable neurostimulator. Additional information has been requested, but was not available as of the date of this report.